Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician was not able to access/cross the left anterior descending (lad) target lesion with the cypher select plus 3.0 x 33 mm stent. The lad lesion was reported to be: an 80% stenosis, tortuous, and calcified. The procedure was completed successfully with another stent. There was no reported pt injury. Inspection of the returned product indicated that the stent delivery system (sds) was separated at 22 cm from the luer hub. Additional info obtained indicated the following: that the sds was noted to be separated at the account after removal from the pt. The target lesion was pre-dilated. The procedure was elective. The residual stenosis was 10%. The flow pre and post-procedure was timi 3.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15009470 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformances: no non-conformance records were issued for this lot. Process monitoring: no excursions were found for lot 15009470.